Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called because her daughter's insulin pump has an open circle on the screen and she cannot clear it. Through troubleshooting, it was discovered that the insulin pump was set to pattern a, rather than normal basal rates. The device was reset with the proper settings. Customer's blood glucose was 39 mg/dl. It was low due to the device running pattern a instead of the normal basal rates. Also, customer had a bolus delivery and additional insulin. Customer declined troubleshooting for low blood glucose. Customer's blood glucose was checked at the end of the call and it was 249 mg/dl. Customer was sick, so this was the reason for the high. Customer declined troubleshooting for high blood glucose. Nothing further reported.